Manufacturer narrative:
(B)(4) 2012. Content: as the original bulk non sterile contract manufacturer, (B)(4) has no direct contact with end user. The information related reported date, lot number, catalog number, initial reporter, and codes are based on the notification provided from bard to (B)(4). History: bard notified (B)(4) of a retrospective complaint analysis that changed 10 complaints to a reportable status and requested DHR reviews. As a contract manufacture, (B)(4) is also required to submit a MDR for the event per section 2.17 of the draft guidance for industry and food and drug administration staff - medical device reporting for manufacturers. These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements.

Event description:
It was reported that the crossing support catheter broke into two segments as it was being removed from the packaging hoop. Another crossing support catheter was used to perform the procedure. There was no patient involvement.